Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced leakage of urine, urge and stress incontinence, tension of the sling and tender palpation. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The patient experienced leakage of urine, urge and stress incontinence, tension of the sling and tender palpation.